Event description:
On (B)(6) 2011, the patient was scheduled for a total hip arthroplasty with the assistance of the mako robotic arm interactive orthopedic system (rio) -tha. Approximately 2 weeks postoperatively the patient was diagnosed with a calcar fracture (the dense, vertically orientated bone present in the postero-medial region of the femoral shaft under the lesser trochanter of the femur). The fracture was accompanied by a dislocation of the implanted femoral head from the acetabular cup. The patient was referred to another hospital and surgeon for re-evaluation and possibly additional treatment.

Manufacturer narrative:
As part of normal complaint follow-up an investigation is being performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) - tha application. The initial results of this investigation demonstrate that the rio-tha application operated as intended and designed. The surgeon did express dissatisfaction with the femoral broach used during the procedure. The femoral broach is part of corin ltd's metafix hip stem which is compatible with the rio-tha application and distributed by mako surgical corp. For use with the rio. The feedback from the surgeon has been logged as a complaint and has been forwarded to the manufacturer for further investigation. Mako surgical is filing this MDR to ensure visibility to an adverse event that occurred as a result of a procedure that utilized the rio-tha application. If the results after the investigation is complete are different than described in this report, a follow-up will be provided.